Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was jammed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 was jammed. A field service engineer (fse) shut down the station and unlocked the back panel. The fse removed the drawer and replaced the slide. After the replacement, the drawer was reinstalled, and the back panel was locked and then powered the station back on and performed functional testing using the station application, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.